Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Visual inspection observed the pump in poor condition; the top case was chipped, the left and right plunger cases were damaged, and the bottom case was cracked. The tamper seal sticker was noted to be broken / void. A review of the event history log confirmed the reported error occurred. The pump error was duplicated through testing. The root cause of the reported issue is related to a broken carriage and position potentiometer. The physical characteristics of the damage, along with the voided tamper sticker, suggest the device became damaged during pump use. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests.